Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: unable to see pics. Confirmed failure: needs software upgrade, blue screen error due to hard drive, failure to eject dvd tray. Probable root cause: dvi / s-video/compositecables and connectors. Sk28 hardware. Sk28 firmware/ software. Sdc3 application software. Use error. Manufacturing/ service nonconformity. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product lost image. The procedure was completed successfully.